Manufacturer narrative:
(B)(4). The insulin pump had all operating currents within specifications. The insulin pump passed the displacement test and self test. There were no pump error 23 nor pump error 130 alarms during testing. The motor was tested outside the device and passed and there was no unexpected pump error 23 alarms after battery replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer had multiple insulin pump errors. The blood glucose was unknown at the time of the incident. The insulin pump error happened continuously, 4 times so far today after battery changes. The insulin pump will be returned for analysis.